Manufacturer narrative:
Failure analysis revealed that the insulin pump alarmed during the basic occlusion test as a result of a loose drive support disk. The device had missing end cap sticker.

Event description:
It was reported that the customer had issues during prime/rewind. The blood glucose reading was 317 mg/dl. The caller stated that insulin squirted out during the manual prime process, and the insulin pump alarmed. The father also mentioned that the device was stuck in the prime loop. Advised the caller that the insulin pump would be replaced. No further information was provided.